Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that there was a miscount of gauze.

Manufacturer narrative:
The device was not received for evaluation however a corrective and preventive action has been initiated to address the reported issue.